Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens investigated this event, and it appeared that the patient's hand was hurt while the user was moving the table with the patient on it, and the patient did not have the safety straps fastened while on the table. This event could be attributed to user error since the patient's table straps were not applied during removal from the CT system.

Event description:
It was reported to siemens that a patient's hand was injured after a CT scan with the somatom definition as system while the patient was being unloaded from the table. The patient was treated at the hospital, and her hand was sutured. Based on any applicable information, the patient is doing well, and no further detailed information is available. This event occurred in (B)(6).